Event description:
Customer reported the defibrillator dispayed a "a/d" conversion fault message on the display when connected to a pt for monitoring purposes only. No adverse pt outcome. Svc rep unable to duplicate the reported condition. Proper operation of the device confirmed.